Manufacturer narrative:
The patient underwent mesh implantation in order to treat prolapsed bladder. It was reported that the patient underwent the concurrent procedures of anterior, anterior bilateral iliococcygeal fixation, anterior colporrhaphy and cystoscopy during mesh implantation. It was reported that patient underwent mesh removal on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07513. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent excision of urethral caruncle on (B)(6) 2013 due to urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal vault prolapse. It was reported that patient underwent excision of extruded vaginal mesh on (B)(6) 2012 due to vaginal mesh erosion and stress urinary incontinence. (B)(4).